Event description:
Pt was sitting on commode and the back brace pulled out of chair. Commode had just been purchased. When the back broke pt fell hitting their head on wall. No permanent injury sustained, pt had headache. Inspection of brace showed the insert that held the screw to the chain had pulled out ot the hole.